Event description:
As reported on (B)(4) 2014, on (B)(6) 2014, a female pt of unk age presented for an endovenous laser procedure. The procedure was successfully completed with no report of complications or device malfunction. At the pt's follow up visit, post procedure, it was noted by ultrasound, a piece of the guidewire had fractured off in the femoral vein. The fractured piece was successfully removed via a snare. It was reported the pt suffered no permanent harm or injury due to the event. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
The reported device was not returned for a device evaluation as it was disposed of by the end user. Angiodynamics is unable to perform a device evaluation as it was not returned. Although a device evaluation was not performed, the customer's reported complaint description is confirmed based on a photograph provided by the user. As the device was not returned, a definitive root cause cannot be determined. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing or design failure. Potential contributing factors include the guidewire being pulled back against the needle and tortuous patient anatomy. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number instructs the user to remove the dilator and guidewire together. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint wil continue to be monitored for trends. (B)(4).